Manufacturer narrative:
The analyzer failed functional testing, it was electrically out of specification. The analyzer will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer that was returned after being a loaner subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.